Event description:
PICC line was put into pt and 5 cm of the wire was discovered to have traveled to the pulmonary artery. Pt is asymptomatic and is not eligible to have wire removed. The length looks exactly like the length on the floppy end of the nitinol wire.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the device remains in the pt. A lot history review (lhr) of rewc0402 showed no other similar product complaint(s) from this lot number.